Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 440 mg/dl. Customer most current blood glucose is 238 mg/dl. Customer reported that the infusion set cannula is bent. Customer reported that the site location is front abdomen. Customer declined troubleshoot for the high. The insulin pump will not be returned for analysis.